Event description:
I received a tubal ligation in (B)(6) 2004. In 2012 I had an ablation performed due to heavy bleeding . In 2017 I was in the ER. X-rays were taken and showed my clips had migrated. They are still inside me, causing me extreme pain, and I am in search of a surgeon to remove them. When that is completed, I will have them in my hands and be able to share a picture. This was one of many urgent care and ER visits from 2014 to present day along with over over 11 different different types of doctors.